Event description:
A customer reported experiencing a cartridge alarm issue with their pump. There was no adverse impact to the customer¿s blood glucose level. Despite attempting to load a new cartridge with assistance from technical support, the customer was unable to resolve the alarm, leading to the decision to replace the pump. Technical support guided the customer on how to properly store the malfunctioning pump before returning it, and arranged for a replacement pump to be sent. No backup insulin therapy was available, so the customer planned to contact their healthcare provider.